Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that after the controller software upgrade the there was a failure of the upgrade test procedure. During the disconnect power sources there was no "no power alarms". This was the primary controller for the patient, the patient was not connected to the controller at the times. The controller was exchanged with no reported consequences or impact to the patient. No additional information provided. There are no apparent contributing clinical causes for this event.

Manufacturer narrative:
Additional information was provided indicating that there was no reported damage to the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the no power alarm remained silent when both power sources were disconnected from the controller. The controller internal battery that supplies power for the no power alarm was found with signs of leakage. The most likely root cause of the reported event can be attributed to an internal nickel metal hydride (nimh) battery having signs of leakage. The manufacturer has opened an internal investigation to evaluate leaky nickel metal hydride (nimh) internal batteries. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.